Event description:
The traction bow broke in the middle of the operative procedure while the patient was in traction. The leg came out of traction and was immediately caught and held by physician.====================== health professional's impression======================reportedly, the surgeon feels the issue is the way the bows are made/designed.====================== manufacturer response per site reporter======================they stated that they had not had any other reporting of a problem with this particular traction bow in at least 6 years.